Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis would not turn on due to power module malfunction. A field service engineer (fse) found that the machine was turned off and replaced power module to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to power up. The unit would not turn on despite the power cord being replaced and all cables inspected for breaks in the bus wiring. The nurses were unable to access patient specific medications, and the affected unit supported a step-down area from an ICU. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.